Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reproted that intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. Customer's blood glucose level was 303-304 mg/dl. Customer reverted to an alternate method of insulin therapy.